Manufacturer narrative:
Based on the manufacturer's investigation findings, the reported backup battery fault alarm due to an expiring 11 volt lithium-ion backup battery occurred on the patient's system controller with serial number (B)(4). Following the backup battery fault alarm, an attempt to exchange the system controller to the backup system controller was made and a report of difficulty completing the system controller exchange was reported. This report represents the report of backup battery fault alarm on system controller, pc-10978-c, due to an expiring backup battery. The evaluation of the returned backup battery revealed that the backup battery was manufactured on september 06, 2012. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. Per design, on september 1, 2015 the system controller log file displayed a backup battery fault alarm at 12:00 am midnight. The returned backup battery and system controller were connected to test equipment. The system controller was powered on and the backup battery fault advisory alarm was displayed. The system monitor displayed the backup battery's manufacture date and indicated the battery life was at 0 months. When external power was removed from the system controller, the system continued to operate supported by the returned backup battery. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). Based on the evaluation the system performed as designed. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
This medwatch represents the backup battery fault that occurred with the primary system controller. The referenced difficulty in connecting to the second system controller and subsequent patient expiration was reported under medwatch MFR# 2916596-2015-01674. The serial number of the device was not provided, therefore, the manufacture date and device unique identifier (UDI) are unknown. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that a backup battery fault alarm sounded and the patient attempted to exchange the system controller without first contacting the vad team at the implanting center. The patient's spouse called for emergency medical services and then notified the vad team that she was not able to connect the driveline into the backup system controller. Emergency medical services arrived and connected the driveline to the backup system controller and then transported the patient to the local hospital. Upon arrival, the patient's pupils were fixed and dilated but the patient still had a gag reflex. Support was subsequently withdrawn on (B)(6) 2015. The vad coordinator reported that all of their patients have been educated not to change the system controller without notifying the vad team of the alarm status, and then with direction, to change the system controller in the presence of a caregiver. No additional information was provided.